Event description:
After giving a flu shot to patient and flipping up the needle guard, it was noted that the needle was not covered by the guard and was bent; the needle was sticking out at an angle. The needle should have been covered by the needle guard. FDA safety report ID # (B)(4).